Event description:
Complainant alleged that during biomed testing and routine preventative maintenance, the device displayed a green dot in the center of the screen and the alpha-numerics were illegible. In addition, the device screen intermittently did not power-up. The complainant indicated that there was no pt involvement in the reported failure.